Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced sore, red and puffiness right in the center of the incision on the right side of her implantable neurostimulator (ins). The patient stated that it started when they felt a twinge. It was noted that the healthcare provider (hcp) recommended that the patient have an x-ray. The patient indicated that they had appointment scheduled with a hcp the next day. Additional information was received from the patient on (B)(6) 2017. It was indicated that there was an infection with drainage, pain, and incisional wound opening. The patient reported that it was the original incision and that it caused a hole on the skin. The patient stated that there was a lot of infection fluid and it was pushing through the hole. The patient noted that there was lots of continuous discomfort. The patient stated that infection was confirmed and that samples of the hole and fluid were taken. The patient noted that they assumed that the strain was found out but they had not been told. The patient stated that they took oral antibiotics and had a total system explant. The patient noted that they had been put on antibiotics by their primary care physician on (B)(6) 2017 and had the system removed on (B)(6) 2017. The patient stated that a hcp confirmed that it had to be removed on (B)(6) 2017 because infection was coming out of the area. The patient indicated that the right side was removed and that they had used a band aid for almost five days for the fluid. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that they still had one implant on the left side and that was working but the right side ins had to be removed due (B)(6) 2017 to infection. Patient called again about the same issue, and they again redirected to doctor. Patient left a message wanting to know the reason why they had their interstim removed. Patient stated that the reason as they had it removed was because it got broke, was tilted inside of them, and the battery could be seen as the interstim caused a hole in their skin and back and caused a bad infection. Patient had the interstim removed on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the right interstim was at a tilted position which caused it to punch a hole in their skin and the infection- you were able to see the battery section. It was reported that the issues were resolved but that they did not have a replacement of the right interstim. It was reported that they system was working on the left side. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.